Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.